Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical product: c154dwk ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead fractured. The lead had high out of range impedance and sensing integrity counter (sic) episodes. The lead was capped and a new lead was implanted. Several years later, the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.